Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. Bends and kinks were present along the pusher assembly from approximately 13.0 ¿ 21.0, 101.5, 115.5, 131.0, 147.0, 147.5 and 148.5 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). The embolization coil was compressed and had offset coil winds throughout the coil. The introducer sheath friction lock was wrinkled. Conclusions: evaluation of the returned smart coil revealed the smart coil assembly was returned removed from its introducer sheath; therefore, the reported complaint could not be confirmed. Further evaluation revealed a compressed embolization coil and offset coil winds. If the device is forcefully retracted against resistance, damage such as these may occur. During functional testing, the smart coil was re-sheathed. While attempting to advance the smart coil out of the introducer sheath, resistance was experienced as the embolization coil began to bunch within the introducer sheath and the smart coil could not advance any further. Additional investigation revealed pusher assembly bends and kinks. These observed damages were not mentioned in the reported complaint and were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.